Manufacturer narrative:
A visual assessment of the devices showed no ts or suture remain on the insertion needle or were returned for evaluation. The actuator is in the post t2 deployment position on each device indicating a complete deployment. The needles are bent. The devices were functionally tested for proper actuator advancement and cycling and was found not to function as intended due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No further investigation is warranted at this time.

Event description:
It was reported the suture was deployed before releasing the lock.